Manufacturer narrative:
. E1 - phone number: (B)(6). E1 - email: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a bakri tamponade balloon catheter leaked during use to treat a female patient experiencing postpartum hemorrhage (pph) due to uterine atony after vaginal delivery. The patient had a blood loss of 400ml before placing the bakri balloon for compression hemostasis to treat pph. Approximately six hours later after placing the device, the patient reported fluid leakage from the vagina. A continuous dripping leakage was observed and approximately 200ml of fluid remained inside the balloon. The total blood loss was 450ml. No blood transfusion was administered. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.